Manufacturer narrative:
The ICD was received for analysis, the lead was not returned. Prior to the analysis of the ICD, the manufacturing processes for both devices were re-investigated. All production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing processes. Particularly the final acceptance tests proved the device functions to be as specified. Subsequently the ICD was subjected to an analysis. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the ICD proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction. Based on the analysis results, no conclusion can be drawn regarding the root cause of the observed increased pacing threshold. Should additional relevant information or the lead become available for investigation, this report will be updated.

Event description:
This lead was capped due to an elevated threshold and loss of capture. No adverse patient events were reported. Should additional information be received, this file will be updated.